Event description:
It was reported that the piston on the pump stayed retracted and would not move up to engage the cartridge. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.